Event description:
Date of implant: (B)(6) 2021 the doctor found tip of the leading haptic was separated just after iol implantation. The piece of haptic was removed from the eye. The iol was not explanted since the damage may not affect to the lens stability in the eye.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. The report includes additional information not available/included in the initial report. . The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: 255). The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Once the investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Date of implant: (B)(6) 2021. The doctor found tip of the leading haptic was separated just after iol implantation. The piece of haptic was removed from the eye. The iol was not explanted since the damage may not affect to the lens stability in the eye.